Manufacturer narrative:
The reported event of ipg not charging was not confirmed. At receipt, the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. The ipg passed functional testing on the autotester ate.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg stopped accepting a charge. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.